Manufacturer narrative:
The permanent cautery hook instrument was received, and failure analysis found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.3190" x 0.2880" in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do show damage. Additionally, the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Additionally, the instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure the screw from the permanent cautery hook came off the end of the instrument while the reposable was inside the patient actively doing surgery. Screw removed from patient and put into a specimen cup.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report.